Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the filter was causing excessive rainout. The filter required to be changed every 4 hours no parts has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
It was reported that the filter was causing excessive rainout while connected in the ventilator's patient circuit thus leading to change of the filters every 4 hours. There was no patient harm. Manufacturer's ref. #: (B)(4).